Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event is an approximate date, based on the statement "probably a month prior to the report".

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that, probably a month prior to the report, the patient had rectal stimulation that they noticed during one night, while sleeping. This was resolved after reprogramming with a manufacturer representative (rep), although the rep was not informed of the issue. There were no further complications reported or anticipated.